Event description:
A 10 ml luer-lock syringe from bd which came in a 20 count bulk sterile convenience pak came in a damaged state. There was a crack about 1.5 inches long in the syringe resulting in leakage while drawing up medication.